Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/18/2016 with the following findings:evaluation revealed that the vent is sticking out. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed damaged casing. This report is made based on results of investigation completed on 01/18/2016.